Event description:
It was reported that this patient is concerning about recurrent chest pain. It is unknown if there is any issue with the lead. The device is currently implanted. No additional adverse patient effects were reported.